Event description:
During right shoulder arthroscopy the tip of mitek vapor side electrode probe, broke off inside pt. Required change surgery to "open" case, rather than "scopic" case. Md able to retrieve probe tip without problem.